Manufacturer narrative:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) that was deployed was noted to not have a tamping tube. Therefore, manual compression was performed post mynxgrip failure. There was no reported patient injury. The user was trained with mynxgrip vcd and certified. The nurse manager claimed the device was stored according to the instructions for use (IFU). The mynx was prepped per the IFU. There was difficulty noted during prep of the mynx. The device was purged of air during the prep. The device storage did exceed a temperature of 25 °c. The user did shuttle device down completely. There was no resistance when shuttling down and there was not excessive force used. The advancer tube was not engaged and/or visible. A 6f non-cordis sheath was used during the arterial procedure. The mynx device used was discarded at the site. As per the sales rep, the rest of the unused mynxgrip devices from the same box were discarded by the site. The product was not returned for analysis. A product history record (phr) review of lot f2107001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube-missing advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2107001 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) that was deployed was noted to not have a tamping tube. Therefore, manual compression was performed post mynxgrip failure. There was no reported patient injury. The user was trained with mynxgrip vcd and certified. The nurse manager claimed the device was stored according to the instructions for use (IFU). The mynx was prepped per the IFU. There was difficulty noted during prep of the mynx. The device was purged of air during the prep. The device storage did exceed a temperature of 25 °c. The user did shuttle device down completely. There was no resistance when shuttling down and there was not excessive force used. The advancer tube was not engaged and/or visible. A 6f non-cordis sheath was used during the arterial procedure. As per the sales rep, the rest of the unused mynxgrip from the same box were discarded by the site. Both devices were discarded at facility by the nurse manager.